Manufacturer narrative:
(B)(6). Device evaluated by MFR.: returned product consisted of a spiroflex thrombectomy system. The pump assembly, effluent/supply line, shaft, tip, and spike line were microscopically and visually inspected. Inspection of the device revealed numerous kinks throughout the catheter shaft with one near the tip but the tip wasn't kinked. It was also revealed that the hypotube was separated in two locations, 40cm and 42.3cm proximal of the tip. The separated ends of the hypotube were ovaled, indicating that the shaft was kinked severely, causing the hypotube to become separated.

Event description:
Reportable based on device analysis completed on 04-sep-2020. It was reported that tip kink occurred. The 80% stenosed target lesion was located in the non-tortuous and severely calcified inferior genicular artery of the left lower limb. A spiroflex angiojet thrombectomy set was advanced for a thrombectomy procedure. During the procedure, it was noted that the tip of the device was kinked under imaging. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break.